Manufacturer narrative:
Additional information: it was reported that the device flushed properly but it was noted it felt like more pressure was needed than normal in order to flush it. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis conclusions: the device returned with the external slider in home position. Slight deformation was observed to the graft cover over the stent stop cup. A 035-inch mandrel was inserted via the taper tip; a blockage was observed at the stent stop. A 0.035-inch mandrel inserted via the luer; a blockage observed at the stent stop. It was not possible to advance the guidewire past the blockage. The graft was deployed. There was no deformation observed to the stent stop cup. Deformation visible to the spiral middle member underneath the stent stop. The stent stop material cut back; excessive deformation middle member with spiral separation observed. The reported insertion difficulties were confirmed through analysis. The reported difficulty to insert and flushing issues could not be confirmed from the limited film provided, therefore the cause of the events could not be determined. Procedural videos showing the insertion attempts and flushing the device were not available for a thorough analysis of the reported events. The kink was likely confirmed, but the cause could not be determined. It is possible that the reported kink may have led to the guidewire loading and flushing difficulties, but this could not be confirmed from the single still image returned. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii limb was intended to be implanted as part of the endovascular treatment of a 50mm aaa . It was reported that during the procedure, the physician was loading the delivery system over a .035 non mdt wire and the wire would not fully advance through the device. Multiple attempts of re flushing the wire lumen and re advancing multiple wires through the wire lumen all failed. Under fluoroscopy the hypo tube was clearly visualized and kinked. The device was never advanced into the patient. Another stent graft was used instead. Per the physician the cause of issue is a defective device. No additional clinical sequalae were provided and the patient is fine.